Event description:
It was reported that the system 9800 intermittently would lose camera function. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. This is an ongoing problem and it is suspected that the camera is intermittent. The camera was replaced. The system was tested and found to be working as intended and placed back into service.